Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels ranging between 35-58 mg/dl. Bg was addressed by consuming glucose tablets and juice. The customer alleged that the pump may have been delivering too much insulin resulting in the low bg. A system check was performed and the pump performed as intended. Recommendation was made to consult with their health care provider to discuss diabetes management.